Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this pacemaker was consuming battery at a faster than expected rate. This device is part of the hydrogen induced premature depletion advisory population. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed as the device was returned and evaluation has been completed.